Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer changed their infusion set multiple times and their cartridge once and the occlusion alarms continued. The customer's blood glucose (bg) level was 360mg/dl and a correction bolus was delivered to address the bg level. A pump system check was performed using the current supplies and the pump was functioning as intended. No damage was noted to the cannula. Reportedly, the pump is kept inside the customer's pocket. After the infusion set and cartridge change, the customer successfully delivered a correction bolus. A follow-up call to ensure that the customer's bg levels decreased was declined.